Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage at filling port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to e1 facility name and city. E1: initial reporter facility name: (B)(6). H4: the lot was manufactured from august 30, 2018 to september 1, 2018. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with green colored water to nominal value. During and after fill, no evidence of leak or backflow was observed at the fill port or other parts of the device. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.